Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, preventing the recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared.